Event description:
It was reported that the patient underwent a pancreas procedure on unknown date and drain was placed. After a surgery, waste fluid was drained one time per day. After two days of the surgery, flapped up and tried to aspirate, however, the reservoir did not activate. There was no adverse consequence to the patient. Additional information has been requested.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed and there were no broken or damaged components that could have affected its function. During functional inspection, the reservoir was activated and it filled with air indicating that a flow was present. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion : to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional contact office: (B)(4).